Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp and replaced the batteries to resolve the customer's reported issue. The stm then performed preventative maintenance (pm) and all calibration, functional and safety tests passed per factory specifications. The iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the battery for the cardiosave intra-aortic balloon pump (iabp) was not holding a charge. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.